Event description:
A us distributor returned a monitor and reported being unable to complete communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor 07183355 has been completed. The reported problem (unable to communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt pins were bent causing the communication issues. The root cause for the damaged pins was excessive force. No adverse event resulted from the damaged monitor.